Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated her physician recently changed her bedtime insulin dose due to fluctuating glucose values and that had helped until this event. During the early hours of (B)(6) 2019 the staff at her nursing facility did a routine night check and found her unresponsive. They tried to give her orange juice, but she wouldn¿t drink it, so they called the emergency medical technician¿s (emts). She woke up at 1:30 am to find paramedics at her bedside administering her glucose via intravenous (IV) therapy. The paramedics found her cgm reading was 50 mg/dl and her fingerstick bg was 28 mg/dl; they gave her orange juice which she was then able to drink. She stated that the device did not alert her for her low setting of 100 mg/dl prior to her passing out, but when she awakened, she heard it alarming since the value had already dropped to 50 mg/dl. Following the event, later in the morning the cgm reading was 280 mg/dl and her fingerstick was 328 mg/dl. At the time of the call the patient was awake and alert. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the zone b of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.